Event description:
It was reported that when the pressure sensor is connected to the monitoring device, it was found that the instrument could not be calibrated and was then replaced with a new set to complete the surgery. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - (B)(6). H3: other; device not returned to manufacturer. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.